Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that through remote transmission, myopotential oversensing episodes were observed. The physician suspected that the lead was farther down in the apex and elected to extract and replace the lead. Programming changes were also recommended for the device. The patient tolerated the procedure well.